Event description:
The red clamp broke.

Manufacturer narrative:
The complaint of a break in the red compression clamp is confirmed. Gross and microscopic examinations show a complete break in the red compression clamp. The break site is located at the apex of the upper curve of the clamp. A cross sectional view of the break site reveals a dull and granular veneer. The broken portion of the clamp that contains the locking arm was not returned for eval. At this time the exact mechanism of damage is undetermined. Gross visual and microscopic examinations of the complaint sample shows no evidence of a defect of deformity related to the mfg process. This may be a user maintenance issue. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. No mfg defects were observed with the catheter. Gross visual and microscopic examinations and functional testing shows no evidence of a defect or deformity related to the mfg process. It should be noted that all three gray hub connectors are damaged. Deep serrated impressions are visible on all three gray hub connectors. The damage found on all three gray connectors contain traits that are characteristic of mechanical manipulation with a patterned traumatic surgical implement. The product instructions for use (IFU) cautions the user to employ only atraumatic, smooth-jawed clamps or forceps. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.